Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a pump failure - system over temperature. The unit was swapped out. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields:b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation , investigation findings,component codes,investigation conclusions), h11. A getinge field service engineer (fse) replaced compressor (0119-00-0236), muffler (0103-00-0631), muffler (0103-00-0499) to resolve issue. Performed unit checkout. Unit passed all functional and safety testes. The equipment works to manufacture¿s specs.

Event description:
N/a.